Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.

Event description:
Customer received results of 528 mg/dl and 338 mg/dl within 10 minutes on the mobile system, and result of 138 mg/dl on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.